Manufacturer narrative:
H11: b5: the customer called into technical support (ts) reporting that during service within the mechanical engineering room there was a high-tone noise in the motor of the device. The sound was heard when the unit was operating within the inlet filter vicinity. This sound was not heard from another unit. The manufacturer's product support engineer (pse) evaluated the device and could not duplicate despite operation checking. Functional testing was conducted. The result was that no anomaly was present in the device and a noise did not occur during the testing. Although there was no reproducibility despite operation checking, the blower will be replaced as preventative measures against recurrence. The pse replaced the blower for preventative measures against recurrence. Over all checking, cleaning, run testing, and a function test were device passed required performance verification tests per philips standards. The removed blower assembly was returned to the failure investigation lab (fi). A visual inspection of the blower assembly revealed no evidence of damage or contamination. The fi technician installed the blower assembly into a fi ventilator to duplicate the reported issue. The blower assembly passed all testing. The reported complaint of a blower assembly noise was not duplicated. There were no faults found with the blower assembly.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
The customer called into technical support (ts) reporting that there was a high-tone noise in the motor of the device. The sound was heard when the unit was operating within the inlet filter vicinity. This sound was not heard from another unit. The customer reported there was no patient involvement at the time the issue was discovered.